Event description:
A ventilator was returned to the manufacturer for foam remediation. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, it was noted that the lead acid battery port is broken, and error codes related to internal battery are recorded in the event log. The device did not pass testing. The unit was not serviced. The unit is under warranty and will be returned to the customer for service. Additional findings not related to the issue include the port block, and back rear enclosure are cracked, and it is recommended that the rear enclosure should be replaced.